Manufacturer narrative:
The received device had the cannula assembly deployed. The distal tip of the soft cannula was found torn, although it cannot be determined when or how this damage occurred. This damage prevented fluid from exiting as intended. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient¿s blood glucose reached 334 mg/dl after wearing the pod between 36 and 48 hours on the arm. Hyperglycemia treated by patient activating new pod.